Event description:
It was reported to boston scientific corp that a hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 (over 18 yr old). According to the complainant, during preparation the guidewire tip separated in the package. The procedure was completed with another hydra jagwire guidewire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Event description:
It was reported to boston scientific corporation that a hydra jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009 ((B)(6); gender and weight unknown). According to the complainant, during preparation the guidewire tip separated in the package. The procedure was completed with another hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4): device evaluation: a visual evaluation revealed that the dream-end section exhibited evidence of a gap between the ptfe flare and the urethane tip suggesting that this section was constrained during clinical attempt. Except where noted, no other damage or inconsistencies were noted to this specimen during the analysis. The incident device does not present any obvious indication of manufacturing defect or dimensional anomaly. The condition of the returned incident device was consistent with the complaint that the tip was separated from the stiff body of the wire. The most probable root cause is handling damage. The risk of the reported event is noted within the labeling as follows: the dfu under warning states: 'prior to use, carefully examine the unit to verify that the sterile package or product has not been damaged in the shipment;. 'Prior to use, inspect the guide wire before using for the following: roughness or abrasion at the tip, kinking along the length of the guide wire'. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)